Manufacturer narrative:
(B)(4). Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that during the surgery, when opening the implant (tsvwb13), it was noticed that the inner tube was opened. The procedure was completed with another implant.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A tapered screw-vent implant (tsvwb13) was returned with the original packaging. Visual inspection of the returned product identified that the tamper evident ring at the bottom of the cap on the outer vial was broken/opened. The implant was secured to the fixture mount inside the inner vial. The implant had no evidence of any damage or malfunction. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: review of the instructions for use for tapered screw-vent, advent and trabecular metal implants (4869 rev 7 ¿ 01/16) identified information regarding implant packaging under section title sterility, shelf life, and product packaging. The applicable IFU suggests visual inspection of the devices prior to use and not to use sterile devices if the packaging providing the sterile barrier, including the outer cap, vial, tyvek®** lid, or tray has been damaged or compromised in any manner (i.e. Cracked, crushed, torn or peeled away). The complainant reported that during implant surgery the inner tube was opened. The reported event (open blister/cap) could not be verified, as the exact details of the device condition as received by the customer are unknown. Based on the investigation, a device malfunction did not occur. A root cause for this complaint could not be determined. The following sections have been updated: device evaluated by manufacturer: change no to yes.